Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. The ventilator was returned to a third party service center for evaluation. The customer's complaint was confirmed. The device's display board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.